Event description:
It was reported that the patient reported no stimulation sensation. Patient's status was unavailable at the time of this report. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).